Event description:
I am a (B)(6) female who underwent an aortic valve replacement on (B)(6), 2010. My original diagnosis was of bicuspid aortic valve and aortic stenosis. I had an operation in 1995 in which my native valve was repaired by way of splitting one of the aortic cusps to make the valve tricuspid. The procedure which was performed at (B)(6) hospital in (B)(6) on (B)(6), 2010 was to completely replace the valve. The product used was ats medical aortic bioprosthetic model 1000. About three weeks following the procedure, I began experiencing severe heart palpitations -pvc's- and an intense "thrill" in my chest and neck. The problem was explained to the surgeon's nurse via telephone. She advised for me to follow up with the cardiologist. After doing so, the cardiologist could not account for the problems I was experiencing and referred me back to the surgeon. I was then sent to another cardiologist who performed an EKG and echocardiogram and immediately admitted me back to the heart hospital. The echocardiogram report read, "severe aortic stenosis with peak/mean pressure gradient of 112.24mmhg/65.03mmgh, the aortic valve area by continuity equation is 0.5cm 2. There is a echogenic structure on the right coronary cusp and the noncoronary cusp of the bioprosthetic aortic valve." A tee was performed the next morning (B)(6), 2010. The report from that test has not yet been dictated. However, the verbal report given me by the cardiologist and surgeon indicate that the valve is not functioning properly and further surgical intervention will most likely ensue.